Event description:
Subsequent to the implant of a protegen sling for treatment, the pt experienced pain, internal bleeding, damage to internal organs and incontinence. It was also reported the sling was explanted. The device was not returned for evaluation. Therefore, no failure analysis is avaiable. Without evaluating this device, company was unable to determine if the device met specifications, and company was unable to determine the specific relationship of the device to the event.